Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a nrfit cadd 100ml epid cassettes reported that in which, upon opening the cassette, fluid leakage was observed from the yellow connector attached to the syringe during drug filling. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D3 - postal code, d4 - primary UDI number: corrected d3 - zip code: must be blank. H3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Leak test was performed and it was found that there was a leak observed at the tube luer junction of the cassette during the ramp up. The bond was separated, inspected and was found that a solvent channel was present on the tube. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.